Event description:
Customer reported hospitalization due to high blood glucose readings of 298 mg/dl. Customer stated that the high blood glucose levels would not come down after treating with the insulin pump. Troubleshooting was performed and the drive support cap and all setting appeared to be normal. Through troubleshooting a bent cannula was noted. Customer's current blood glucose reading is 306 mg/dl and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.